Event description:
Per the clinic, the patient developed an infection at the implant site due to pressure from CPAP straps. The implanted device remains. Explant and reimplantation is planned but has not taken place at the time of this report. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Correction: the previous MDR submitted on march 12, 2026 was filed inadvertently. There were no abscess drainage procedures performed.

Event description:
Per the clinic, the patient underwent multiple abscess drainage procedures and received long-term antibiotic therapy without resolution. The wound demonstrated weeping with granulation tissue, and bacterial culture showed moderate growth of staphylococcus aureus. Subsequently, the device was explanted on (B)(6) 2026. Plans are in place to reimplant the patient with a new device; however, this has not occurred as of the date of this report.